Event description:
A consumer reported after having an intraocular lens (iol) implanted, she experienced bad distance vision, good near vision, lights smearing, flickering and halos at night. Her preexisting astigmatism was still present. The surgeon suggested that the pt have the fellow eye implanted. She went to see a second ophthalmologist, who informed her that this type of lens works great for some people but was a wrong iol choice for her and the wrong power for. The iols was exchanged for a different lens model and now the vision is "wonderful". Additional information was received form the original surgeon, who reported that the cause of the event is unk and that outcome resolved with treatment.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. An unk cartridge/handpiece combination was used. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).